Manufacturer narrative:
H3: product analysis found that visually, there were indentations on the proximal end of the outside diameter of the outer hub (locking area) upon return and striations on the proximal end of the outside diameter of the inner shaft. There was no damage to the distal tip and no loose components. Functionally, the inner assembly spun freely by hand with no binding. The blade fit securely into a handpiece, but while oscillating up to 7500rpm excessive wobbling was observed. For further analysis, the concentricity of the inner shaft was observed, and portions of the shaft were observed to be bent. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during ess procedure, device was malfunctioning (some discomfort in movement). The procedure was completed with backup product. There is no patient impact.